Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right atrial (ra) lead exhibited oversensing noise which resulted in inappropriate auto mode switch (ams). The ra lead was explanted and replaced. The patient was stable throughout.